Event description:
The pt reportedly had a head injury that displaced the magnet of the device. The pt reportedly had a slight cut on his head. Testing of the device showed that it is functioning. Surgery to reposition the magnet was in 2008.